Event description:
The reporter stated that the surgeon was using a single piece silicone lens model aa4204vf and the lens tore during insertion. The lens was removed without enlarging the incision and another same model lens was inserted. No patient injury.